Manufacturer narrative:
The device return is anticipated. However; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope video baton 2.0 large, the image goes "in-and-out" with black lines, when the connected glidescope core smart cable was manipulated. Due to the reported image going "in-and-out" with black lines the customer was unable to visualize properly on the connected glidescope core monitor. The customer reported that the hdmi connection between the video baton and smart cable was very "wiggly" and needed to be securely snapped into place. No harm to the patient or user was reported.

Manufacturer narrative:
A replacement glidescope video baton 2.0 large and glidescope core smart cable were provided to the customer, and the reported video baton was returned to verathon for evaluation along with the smart cable used in the procedure. A verathon technical service representative evaluated the returned glidescope video baton 2.0 large and glidescope core smart cable but was unable to confirm the initial reported image issues. When visually inspecting both the returned glidescope video baton 2.0 large and glidescope core smart cable, the verathon technical service representative reported seeing damage to the contacts on the video baton connector. The verathon technical service representative connected the customer's video baton and smart cable to a known, good, test verathon monitor; the video image produced from the test monitor was normal. The verathon technical service representative began to manipulate both the video baton and smart cable while they were still connected to the test monitor, and the video image continued to remain normal. The video baton and smart cable were left connected to the test monitor for three (3) to five (5) minutes with no reported issues observed. The camera image quality test was performed and passed for both the glidescope video baton 2.0 large and glidescope core smart cable. Upon completion of the evaluation the glidescope video baton 2.0 large and glidescope core smart cable were scrapped as they had both already been replaced prior to their return for evaluation, and there being no repairs available for the devices. Corrective action is not required at this time. Verathon will continue to monitor for trends.